Event description:
It was reported that the customer was hospitalized with high blood glucose over 600mg/dl. The caller stated that the customer kept having no delivery alarms. Troubleshooting was performed, and no insulin did exit while performing the fixed prime test, but the device alarmed no delivery. Advised the customer to disconnect from the infusion set and to check if the insulin in the reservoir is cloudy or vial is expired. Verified that the tubing was free of kinks or bends. The customer mentioned struggling with filling the reservoirs. No leaks were confirmed during testing. The mother called back and stated that after getting new insulin everything is working. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-00524.